Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the handpiece was getting excessively hot during a surgical procedure. The handpiece was exchanged immediately to complete the procedure with no reported harm to the patient.

Manufacturer narrative:
Additional information is provided. The phaco handpiece was manufactured on december 4, 2017. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).